Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated she was hospitalized for high blood glucose readings. The blood glucose reading was 353 mg/dl at the time of the call. Troubleshooting revealed that the customer had changed the infusion set on the morning of the hospitalization. No further troubleshooting was done as the customer did not have supplies with her at the time of the call.